Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of infection and treatment with medication are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a closure with a proglide device was completed. Reportedly, a symptom of infection was noted on the puncture site. Antibiotics had been given. No additional information was provided. Subsequent to filing of the initial medwatch report additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that a closure with a proglide device was completed. Reportedly, a symptom of infection was noted on the puncture site. Antibiotics had been given. No additional information was provided.